Event description:
It was reported that the patient experienced inflation issues with the right cylinder of an ambicor penile prosthesis (app). A revision surgery was performed in which the existing device was removed and a new app was implanted. During the procedure a fracture was identified in the cylinder. There were no patient complications associated with the event.

Manufacturer narrative:
Investigation summary: the device was returned and thoroughly analyzed. Inspection of the device revealed a pinhole leak in the proximal cylinder body. Product analysis confirmed the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device was returned and thoroughly analyzed. Visual inspection of the device revealed that cylinder 1 had a pinhole leak in the proximal cylinder body attributed to wear at fold and broken fabric treads were present. Both of the cylinders had body wear at fold. There was no observed damage to the pump or tubing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with the right cylinder of an ambicor penile prosthesis (app). A revision surgery was performed in which the existing device was removed and a new app was implanted. During the procedure a fracture was identified in the cylinder. There were no patient complications associated with the event.